Event description:
Syringe would not tighten to manifold.

Manufacturer narrative:
According to the facility "the syringe was being used in set up for a cardiac catheterization and would not tighten down to the manifold". Per the facility a separate syringe was used and fit to the manifold appropriately.. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22- jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update made to: e1.